Event description:
The consumer called due to, "receiving multiple blood glucose readings from the same nova max link meter that he felt were to far apart." It was reported to nova biomedical that a consumer received a result of 62 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 176 mg/dl and 222 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter will be returned for evaluation, the test strips were used up.

Manufacturer narrative:
Test strip lot #1020213306. Exp date: 11/2015. Control solution lot: 10307132540, range: 82-127mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.